Manufacturer narrative:
Device evaluation by MFR: a 20 x 2.25 promus premier select stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged the whole length with stent struts stretched over the distal markerband and misaligned. The crimped stent od (outer diameter) at the time of manufacturing was within maximum crimped stent profile measurement. The stent damage most likely occurred when the stent was caught on calcification. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed signs of damage on the distal edged of the tip. Tip damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid shaft section and a visual examination of the inner extrusion found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that failure to cross a lesion occurred. The 95% stenosed target lesion was located in the mildly tortuous and mildly calcified left circumflex artery. A 20 x 2.25 promus premier select stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of same device. No patient complications were reported in relation to this event. However, device analysis revealed stent damage.